Event description:
It was reported that the external pulse generator's rear case was cracked on the right side. It was further requested that it receive its annual test and calibration. The generator was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was cracked and broken. It was also noted that the upper case, side bail covers and ring cover were broken, the battery release, lead flex cover and battery drawer were contaminated, the main printed circuit board (pcb) was out of electrical specification and the encoder flex was replaced as a preventive measure due to uneven flexes. Further analysis was performed on the main pcb. This analysis confirmed that the battery removal failure seen during repair of the device was caused by a capacitor component failure. (B)(4).